Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the grip cable was frayed. The grip cable was frayed at the distal idler pulley. The frayed strands stuck out at the wrist. The frayed grip cable also became derailed. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the damaged cable found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that the prograsp forceps instrument wires were noted to be exposed during a da vinci surgical procedure. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.